Event description:
Info received indicates the nurse call is intermittent.

Manufacturer narrative:
The tech found the phone jack connector on the sidecom pc board was intermittent when the sidecom cover is installed. When the sidecom cover is removed the nurse call works properly. The tech replaced the sidecom board to repair the bed.